Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10i12012 and h10i27044 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 6 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6)of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized on an unspecified date in (B)(6) 2011. Treatment for the peritonitis was not reported. On an unreported date in 2011, the patient recovered from peritonitis and was discharged from the hospital on an unspecified date in (B)(6) 2011. It was not reported if dianeal therapy was ongoing. The nurse reported that the cause of the peritonitis was unknown but could have been related to technique or bowel issues. The nurse believed that the event of peritonitis (B)(6) was related to dianeal therapy.